Event description:
The customer stated that after running the axysm digoxin iii assay on several pt samples, an error code # 1062 (invalid test result, read precision (#) was generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.